Manufacturer narrative:
Update: examination of the returned femoral head finds some crevice corrosion within the inner taper. The root cause cannot be conclusively determined. Dislocation was reported as the reason for revision. It has been reported that the depuy femoral devices were implanted competitor manufactured acetabular products. This use of the depuy devices is not recommended. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a revision to address dislocation due to lack of abductor muscle, a black film was found on the stem trunion and inside the head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.